Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient planned to have the scs system implantable pulse generator replaced. However, upon system examination it was determined the patient's system software needed updating. The patient's scs system controller software was updated and the issue resolved.